Event description:
Pt was admitted for eval/treatment of sudden onset left sided weakness and slurred speech. Later required tube feedings and developed persistent diarrhea. Zassi rectal tub placed in 2006. Upon removal two days later, the tube separated from the plastic ring/intralumenal balloon assembly. Physician remove retained balloon assembly using hemostat.